Manufacturer narrative:
(B)(4).

Event description:
The following information was reported in the patient's medical records. The patient underwent a second operation for posterior hardware removal and alif at l4-5, l5-s1 with interbody cages, rhbmp-2/acs, local bone, and allograft and posterior fusion/instrumentation at l4-s1. One large sponge with rhbmp-2 was used in the alif procedure. The remaining large sponge was used for the posterior fusion and placed over the posterolateral gutter. Four days post-op the patient reported serosanguineous drainage at the posterior incision site and low grade fever. On (B)(6) 2010 the patient underwent irrigation and debridement for superficial wound seroma. Cultures were negative and patient was discharged on vancomycin. MRI taken on (B)(6) 2010 revealed a fluid collection superficial to the spinal musculature (possible seroma) and a second deeper collection adjacent to the posterior aspect of the laminectomy site. On (B)(6) 2010 the patient underwent a second irrigation and debridement. Cultures taken during the procedure grew propionibacterium and the patient was started on IV antibiotics via PICC line and was later discharged on vancomycin. On (B)(6) 2010 the patient presented to the ER with possible PICC line infection and renal failure. Renal failure was felt to be caused by acute tubular necrosis in the setting of vancomycin toxicity. PICC line was determined to be not infected. Patient was then started with oral clindamycin for the history of propionibacterium infection.